Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got out of hospital due to hyperglycemia. Customer's blood glucose level was 423 mg/dl and was treated with injection and now the blood glucose level was 239 mg/dl. Customer's current blood glucose level was 194 mg/dl. Customer was assisted with troubleshooting. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. Customer experienced symptoms such as excessive thirst and urination. The device will not be returned for analysis.